Event description:
Report received of a "tubing split" during a standard flush procedure. It was reported that a patient had a heplock which was attempted to be manually flushed with 3cc of saline with a 3cc syringe. Immediately after the start of the flush, it was reported that the tubing "split". There was a small amount of blood loss, but the clinician was present to clamp the tubing to prevent further blood loss. A new heplock was placed with no further problems. There were no reported adverse patient effects. Add'l information was requested, but no further information was provided.